Manufacturer narrative:
Requested product was not received for investigation. Additional test strip (lot 1362136) was identified during troubleshooting that also had ER-4 issue. Retained test strip samples from the same lot reported by the customer ((B)(4)) as well as lot 1362136, were tested with control solution instead. All results were within the range specification and no errors were observed. A device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. The complaint is not confirmed.

Event description:
Caller (customers wife) reported the customer was unable to test due to receiving ER-4 on the display of his adc blood glucose meter. Caller further reported the customer experienced "dizziness, headache, and loss of consciousness", however the caller was unable to provide a date and time of the medical event. Customer reportedly self-treated with food. Paramedic was called and customer was transported to a local health care facility. Caller stated she "doesn't know (the) particular services or treatment provided to the customer as she wasn't with him when the incident occurred", and reported that, "medicine was administered but she has no information on it". No further information was provided by the caller or customer as troubleshooting was refused. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.